Manufacturer narrative:
Evaluation of device is not possible, as affected device was discarded by physician upon removal and will not be delivered to manufacturer for analysis. Per information provided by the physician to the zipline sales rep, the patient experienced excessive fluid drainage that resulted in "continual dressing changes" on pod 1. Investigation has determined, based upon design verification testing and historical complaint data, that exposure to excess fluids adversely affects the ability of the zip device to maintain skin adhesion. The product instructions for use provide contraindications, warnings, precautions, and instructions that notify the user that the device is not intended to be exposed to excessive moisture.

Event description:
Following placement of an unidentified zip surgical skin closure device for closure of a total knee arthroscopy incision, it was reported on pod1 that "patient was draining from incision and needed continual dressing changes. Bottom 4 straps of zip [device] lost adhesion to skin." The section of the zip device that had lost adhesion was removed by the physician, who intervened by closing the incision with 5 staples.